Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior procedure, the tip of the two devices broke off. The tips fell into the patient's cavity but were retrieved. An x-ray and further medical/surgical intervention was not performed to retrieved the disengaged pieces. Another device was sued to complete the procedure. There was no patient injury.